Event description:
It was reported that the insulin pump needed a complete functional analysis. Customer's complaint was unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor resistor. It was unable to perform the occlusion and no delivery test due to prime anomaly. Device passed the displacement, rewind and basic occlusion tests. Device received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, minor scratched display window and missing end cap sticker.